Event description:
During an in clinic follow up, an increased threshold was observed on the left ventricular (lv) lead. Diagnostic imaging was performed an no anomalies were noted. No intervention has been performed at this time. The patient was stable and will continue being monitored.